Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt experienced an infection, further details were not reported. The pump was removed. The pt status after the device was removed, was reported as recovered without sequela. A f/u report will be sent if add'l info becomes available.